Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was completely dead and had alert for change sensor, lost sensor signal. Customer¿s current blood glucose was not given. Customer stated that first sensor received calibration not accepted and then change sensor and second sensor had bent cannula. Product will not be return for analysis.